Event description:
The customer reported the user initiated philips performance verification leakage test failed. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the user initiated philips performance verification leakage test failed. There was no pt involvement. The philips field service engineer confirmed that the earth leakage current, normal condition results exceeded the <= 300ua specification. Performance verification testing is conducted when the device has been removed from service. The philips field service engineer reported that replacement of the power supply resolved this issue.